Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, e218 error code, the light guide bundle was interrupted and weakened at the insertion section/component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when shaking the cable, the rigid video scope image showed stripes during service / maintenance. There were no reports of patient involvement.